Event description:
It was reported that two days following a 5.5 hour plane trip from canada to az, the pt experienced a marked increase in spasticity of his legs. The pump was not alarming. The pt returned to canada. The pump volumes had been checked and were within 25% of expected. They had done multiple tests to try and determine why the pt was experiencing increased spasticity. An x-ray was done and the catheter looked patent, catheter dye study/CT was done and they were able to aspirate without difficulty, a roller study was also done; however, they were unable to visualize the rotor moving; the dates of the testing were not reported. The pt was previously given a 25 mcg bolus with no response. In 2008, the pt was given a 50 mcg bolus with no response. The pt was being referred back to the neurosurgeon for a possible pump replacement as the catheter appeared to be working okay. There were no pump alarms sounding. The pt was receiving compounded baclofen 1000 mcg/ml via the pump. They decreased the daily dose from 115 mcg down to 50 mcg on the same day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The serial number is included in the device identification range for the synchromed el pump motor stall due to gear shaft wear "in 1999". Physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.